Event description:
Reporter alleged when using the lancet device, it will push out the lancet but it stays out and will not retract. It was stated the lancet does nott have the spring needed to prick customers' finger, however, once lancet protrudes out, customer pushes lancet into finger to obtain blood which then retracts the lancet. No treatment was received or actions taken as a result. A request was made for the return of the suspect device and replacement product was sent.